Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found there was a pinhole in the glue of the distal end of the gastrovideoscope. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, there was a pinhole in the glue of the distal end of the gastrovideoscope. There were no reports of patient involvement.